Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) pacing impedance has been rising slowly and steadily. The capture threshold has also increased. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.